Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that a spinal fusion was done on the report date and the spinal end of the catheter was fractured. The health care provider (hcp) did not want to aspirate the catheter and drug had dripped from the proximal end so it was not known how much drug was in the catheter. The device system was used to deliver dilaudid. It was later reported that the patient was undergoing a multi-level fusion unrelated to the pump and the surgeon accidently cut the catheter. The intrathecal segment of the catheter was replaced and no further intervention was necessary. It was unclear if the catheter was replaced at the time of the fusion or at another time. The patient was asymptomatic.